Event description:
Patient underwent an appendectomy without complication on 10/25/92. Shortly after the procedure he became nonresponsive & asystolic. According to the anesthesiologist, 2 attempts to intubate the patient were unsuccessful due to the failure of the larynogscope to illuminate the larynx. The patient sustained anoxic encephalopathy and died on 10/31/92. The device had been checked prior to this event by each shift. Following the incident, the larygnoscope was visually examined and tested. The light flickered. Thus, there is a posibility that the failure of the device caused or contributed to the serious injury and subsequent death of the patientdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.